Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned to the manufacturer but evaluation has not been completed. Inadvertently selected yes for evaluated by mfg in evaluation codes section. Corrected to change the answer from "yes" to "no".

Event description:
On (B)(6) 2012, the patient contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2: submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013, with the following results: the pump was tested with an external power supply; abnormal current draw was confirmed during all testing - idle, rewind, load, and sleep currents above normal readings. The pump is not warm or hot to the touch. Review of the alarm history shows several "low battery" warnings and several "replace battery" alarms occurring. He black box shows abnormal battery use, battery lasting several hours after battery changes occur. Pump was opened and evaluated; the piezo circuitry was found to be defective, when removed, current returned to normal operating ranges. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.